Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt has been in the hospital for a few days and is needing MRI. Caller states when they turned the programmer on they saw a message stating "error memory problem data has been lost ". Caller is inquiring how to resolve this message so they can activate MRI mode. Caller wasn't with pt or programmer at time of call. Tss reviewed meaning of message, recommended recharging programmer. Additional information was received the next day from a healthcare provider (hcp) reporting that the pt had not used their scs device in a long time and the scs device was not charged for a long time; circumstances unknown. Caller said pt had controller and had charged the controller, but the scs device was not communicating with the controller. When asked for specifics, caller said pt saw a memory problem screen. Tss discussed meaning of screen and provided further details about charging the ins and putting scs device in MRI mode. Tss also provided MRI guidelines and considerations. Caller was uncertain if pt had recharger. Caller learned about issue yesterday, but was uncertain about event date. Additional information was received from a healthcare provider (hcp) later the same day reiterating that the patient had not used their scs in years. The caller reported that they have all their external equipment and attempted to recharge the ins but it wouldn't connect. The caller requested a manufacturer representative (rep) meet with the patient. Technical services (tss) offered to help troubleshoot but caller declined. Additional information was received later the same day from a manufacturer representative (rep) regarding the previously reported depleted ins. Hcp calling for MRI information. Hcp stated the patient's spouse claimed that the ins is not in service or not plugged in anymore. The caller hade notes from about a year ago that said a nurse tried to contact the manufacturer and they were not able to get the ins charged or complete an MRI. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the device didn¿t work for them, that it stopped working for them. The cause was not known.